Event description:
It was reported that at a routine follow-up appointment, the physician noted high, out-of-range shock impedance measurements from this right ventricular (rv) lead in the triad configuration (>200 ohms). The physician reprogrammed the shock vector and the impedance was noted to be in-range (~110 ohms). Provocative maneuvers were performed which showed no evidence of noise or variable impedance. Additionally, fluoroscopic imaging was undertaken which confirmed that there was no evidence of a conductor fracture. Finally, a commanded shock test was conducted and the measured impedance of a delivered shock in this programmed shock vector was in range (98 ohms). Boston scientific technical services was contacted and confirmed that these troubleshooting results indicated that the lead therapy was unaffected. The physician elected to continue with normal remote monitoring. At this time, the rv lead remains implanted and in-service. No additional adverse patient effects were reported.